Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that follow up angiogram taken post procedure, where a retriever (subject device) was used, showed vessel extravasation. Patient suffered a reperfusion hemorrhage post procedure and the ruptured vessel was embolized with liquid embolic agent. It was reported that the patient's health prognosis is dire. No other clinical consequences were reported to the patient due to this event

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event could not be confirmed and it cannot be confirmed if the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Physician does not want to be contacted. No additional information available regarding whether device prepared for use as per the directions for use, or if damage noted to the packaging prior to opening the packaging, or if device was confirmed to be in good condition during preparation/prior to use on the patient. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of patient-anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that follow up angiogram taken post procedure, where a retriever (subject device) was used, showed vessel extravasation. Patient suffered a reperfusion hemorrhage post procedure and the ruptured vessel was embolized with liquid embolic agent. It was reported that the patient's health prognosis is dire. No other clinical consequences were reported to the patient due to this event